Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: one device was returned for investigation. As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with qa specifications for all product lots prior release to market. The visual examination of the provided pictures shows that: the figure 1 called ¿abdominal wall after four-staged repair with parietex composite mesh and latissimus dorsi flap¿ in 2008. The photos show the abdominal wall of a patient which seems to have supported many surgeries, mainly in the right side. The figure 2 called ¿increased bulging of the abdominal wall four years after reconstruction¿ 2012. The photos show the abdominal wall of a patient with a bulge at the right side. The figure 3 ¿CT-scan of bulging mesh four years after reconstruction¿ in 2012 shows a CT-scan of the mesh. The figure 4 ¿pore size of explanted polyester mesh compared to original mesh¿ in 2012 shows the difference of the pore size between the original and the explanted mesh. The original mesh had a pore size of 1,5 mm, the explanted mesh 2,5 mm. The reported condition (bulge) was confirmed. The reported information is too limited to determine the root cause or most probable cause of the reported incident and/or to determine if the incident is associated with a manufacturing or component discrepancy. A search for like/similar events could not been performed as the lot number and/or the product reference were not provided. The report has been added to our product complaints database which is monitored for similar occurrences. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title mesh expansion as the cause of bulging after abdominal wall hernia repair source international journal of surgery case reports, volume 42, 2016(200-203) date of publication: 30 september2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of the study performed from 2005 to 2015 the patient had a severe bulging of the complete right hemi abdomen. A four-staged repair over three years was performed in order to reconstruct the abdominal wall. Finally in 2008, the defect was closed in with two (sutured together) collagen-coated polyester meshes of20*30 cm. A coated mesh was implanted since contact with the visceral organs was inevitable with the loss of abdominal wall and bridging position of the mesh. Four years after the final repair the patient returned to the outpatient department with progressive swelling of the right lower abdomen. He suffered from abdominal pain and protrusion that interfered with his work. A CT-scan was performed, showing an intact repair, but enlargement of the mesh. A surgical procedure was planned to repair the bulging abdominal wall. During surgery the bulging was found to be caused by expansion of an intact mesh. The elongation was caused by a striking central pore expansion from 1.5 to 2.5 mm. Surgical excision of the central part of the mesh was performed to tighten the mesh and reduce the bulging. 30 months later the patient developed swelling of the right abdominal wall again. The patient was planned for repair. During the procedure the mesh was still intact but there was ongoing expansion of the mesh. The mesh has been removed and replaced by a 20*30polypropylene collagen-coated mesh in bridging position. A heavy-weight proplyproylene mesh was implanted to provide the maximum tensile strength to prevent failure of the repair.